Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was found partially deployed, partially out of the shaft after device removal. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. It was noted that the plug was not released inside the patient and was brought out together with the whole device. The plug did not fall out of the exoseal vcd shaft upon removal from the patient. The indicator wire was not visible when the device was removed. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, and the target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. One non-sterile vascular closure device 5f ¿ us unit was received for analysis inside a bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the deployment lever/button on the device was pressed, and the plug was partially deployed in the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner diameter was measured and compared. The measurement was taken at the distal tip end of the component. The results were within specification. The functional analysis could not be performed since the unit was partially deployed and with dried blood residues. However, it was confirmed that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, and the trigger was properly engaged with the left case slot. No microscopic analysis was conducted, as the required tests were covered by the functional analysis. The reported event by the customer as ¿vascular closure device (vcd) ¿ deployment difficulty - partial deployment¿ was confirmed, as the received unit was partially deployed. Analysis confirmed that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, the trigger was properly engaged with the left case slot, and the inner diameter of the delivery shaft distal tip end was within specification. Procedural, patient-related, and/or handling factors may have contributed to the condition found, as no obvious manufacturing defects or anomalies were identified that could have led to the reported event. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for two minutes. Retract the syringe plunger to lock position. The product analysis does not indicate that the failure was related to the manufacturing process, and no corrective or preventive actions will be taken.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was found partially deployed, partially out of the shaft after device removal. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. It was noted that the plug was not released inside the patient and was brought out together with the whole device. The plug did not fall out of the exoseal vcd shaft upon removal from the patient, but it was found partially deployed, partially out of the shaft. The indicator wire was not visible when the device was removed. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, and the target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.